Event description:
The hcp reported that the pt developed fever, redness, and swelling of the interstim device pocket. Cuultures were positive for multiresistant staphylococcus aureus. The pt was treated with IV antibiotics and the device system explanted. The infection was rpeorted to have resolved.